Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an elevated troponin (accutni) result, above the ami cutoff, generated by unicel dxc 600i access 2 immunoassay system for one patient. The result was reported out of the laboratory. Repeat testing on the same and on an alternate instrument produced results within the normal reference range. It is unknown if the patient treatment was affected.

Manufacturer narrative:
The sample was lithium heparin plasma, and was centrifuged at 2500 rpms for 10 minutes. The sample was not re-spun before the repeat testing. Qc was within the established ranges prior to the erroneous results. System check data was not supplied. Service was on-site on (B)(4) 2011. The field service engineer (fse) performed a high sensitivity system check, which passed the specifications. The fse replaced peri-pump tubing and pipettor probe preventatively. The fse made adjustments to ultrasonics and mechanical alignments. The fse ran another system check and qc, which passed specifications. No root cause could be determined for this event with the information supplied.